Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices wer received and evaluated for the compliant regarding the device fell off event. All devices were lnspected and exhibited no issues that could contribute to the reported event. The device functions were tested and pass with no issue observed. The complaint for this device could not be confirmed.

Event description:
The patient reported that 5 v-go's fell off a couple of times, specific dates not provided. The patient indicated that yesterday it came off after 12 hours of applying it. The patient mentioned that she cannot use v-go while taking a shower because it fell off. The patient was wearing v-go between and under her breasts and the device would fall off. The patient shared that she when she applied the v-go on her stomach it would hurt and the v-go would fall off. The patient shared that when she wears v-go on her stomach she experienced pain and that this happened 4 times. The patient described the pain as very uncomfortable. The patient stated that she sweats a lot as well. The patient now wears v-go on her arms and it does not hurt.